Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. Stimulation was reportedly restored postoperatively.